Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty crossing the lesion. The 90% stenosed lesion was located in a mildly tortuous and mildly calcified diagonal branch. The 2.25x12mm taxus liberte stent was unable to cross the lesion. The procedure was completed with another of the same device. The pt status is listed as stable with no complications reported. Device analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified middle stent damage. One strut was raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. Solidified blood and solidified contrast media were present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo and the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operations context as device performance was limited due to anatomical/procedural factors. (B)(4).